Event description:
(B)(4) clinical study. It was reported that patient experienced myocardial infarction and possible distal embolization occurred. In (B)(6) 2013, the patient presented with stable angina (ccs classification 3) and was referred for elective cardiac catheterization. Target lesion was located in the proximal right coronary artery (rca) with 99% stenosis, 25 mm in length and with reference vessel diameter of 4.00 mm. Target lesion was treated with pre-dilatation and placement of a 4.00 x 38 mm study stent and post dilatation with 0% residual stenosis. On the following day, the patient developed myocardial infarction. Cardiac enzyme elevation was consistent with universal definition of mi (peak ck-mb : 6.38 ng/ml; uln: 3.6 ng/ml). The target lesion was an ulcerated high risk lesion, at risk for distal embolization, which might have possibly occurred accounting for the post procedural rise in the cardiac biomarkers. No action was taken in response to the event and the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).